Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that enhanced half height cubie drawer main 4-1 and 4-2 failed, with no leds illuminated on the controller. A field service engineer (fse) replaced the rear controller, but when reconnected, the station would not power on. The fse replaced both rear controllers on the drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie drawers 4.1 and 4.2 had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.